Manufacturer narrative:
The sample had been investigated. The delivery system wire was not pressed down: straight and intact. The glaucoma delivery system (gds) was returned mounted on the delivery system wire. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer release criteria. There have been no other complaints for the lot. The root cause is inconclusive as no problem had been found. To release the gds the trigger shall be pressed down, which leads to the delivery system wire pulling in (retraction) at the cannula opening and releases the gds however, the trigger was not operated, the delivery system wire was found to be straight and intact. The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that during a glaucoma filtration device implantation, the device was unable to be released. The procedure was completed after replacing the device. Additional information has been requested.